Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited loss of capture. The physician repositioned the lead. The patient was discharged stable the following day.